Event description:
I was issued a philips dream station CPAP machine for my sleep apnea and was notified of a recall on the machine. I used the machine for approximately 4 years and started to have sever sinus issues. I have registered my device on the philips recall website confirmation number (B)(4). For the past 10 months I have been dealing with several sinus issues which include on going sinus infections and cyst growths in my sinuses. I have seen an ear, nose and throat specialist for the ongoing issues and don't seem to be improving at all. FDA safety report ID # (B)(4).